Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6); 72 yrrs old male. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased sodium results generated by the alinityc processing module across multiple patient samples. The details provided were as follows: on (B)(6) 2026 patient 1: initial result= 119 meq/l. Repeat testing on another analyzer= 139 meq/l and 138 meq/l on (B)(6) 2026 ¿ patient 2: initial result=115 meq/l repeat result= 138 meq/l. Patient 3: initial result=106 meq/l repeat result=135 meq/l on (B)(6) 2026, sid (B)(6) (72-year-old male): initial result= 112 meq/l. Repeat testing performed in the emergency room on a different analyzer=135 meq/l the falsely decreased sodium result for this patient sid (B)(6) triggered an unnecessary ER visit. No treatment was administered, and the patient was discharged after confirmation of normal sodium levels. No further impact to patient management was reported.

Event description:
The customer reported falsely decreased sodium results generated by the alinity c processing module across multiple patient samples. The details provided were as follows: on (B)(6) 2026 patient 1: initial result= 119 meq/l, repeat testing on another analyzer= 139 meq/l and 138 meq/l. On (B)(6) 2026 ¿ patient 2: initial result=115 meq/l, repeat result= 138 meq/l. Patient 3: initial result=106 meq/l, repeat result=135 meq/l. On (B)(6) 2026 sid (B)(6) (72-year-old male): initial result= 112 meq/l, repeat testing performed in the emergency room on a different analyzer=135 meq/l. The falsely decreased sodium result for the last patient triggered an unnecessary ER visit. No treatment was administered, and the patient was discharged after confirmation of normal sodium levels. No further impact to patient management was reported.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected and performed multiple troubleshooting procedures including part replacement the cup, ict-ref with probes, which resolved the issue. A review of the alinity c processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of complaints and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with the cup, ict-ref with probes did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation provides instructions for the removal, replacement and verification of the cup, ict-ref with probes. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6), or cup, ict-ref with probes.